Manufacturer narrative:
E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k142259, k163701. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the direxion hi-flo device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint the most probable cause for this complaint was considered unable to exclude device problem due to the complaint device not returned for analysis and the reported information does not clearly indicate a cause of the reported issue.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the liver. A direxion hi-flo was selected for use. During preparation, it was noted that the tip end was broken and leaking liquid. The procedure was completed with another of the same device. There were no patient complications as a result of this event.